Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced loss of consciousness. An ambulance was called and they took a blood glucose reading which was ¿very low¿ (no specific values reported) and the cgm was reading 110 mg/dl. The paramedics treated the patient with 8 grams of glucose. They took a second bg value after the treatment which was 46 mg/dl. The patient fully recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.